Event description:
Caller state that patient 1 tested 3.2 inr and 4.4 inr during duplicate testing. Patient 2 reportedly tested 3.1 inr and 4.1 inr during duplicate testing. Patient 3 reportedly tested 2.1 inr and 3.0 inr during duplicate testing. No information was provided for what, if any, actions were taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.